Manufacturer narrative:
(B)(4). The customer reported that the device failed the autotest. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device failed the autotest.